Event description:
It was reported that the scale was inaccurate. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: footend load cell failed.